Event description:
It was reported that this artificial urinary sphincter (aus) pump was riding up because its tubing was too short; therefore, a revision surgery was performed to remove and replace the pump. No patient complications were reported.